Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy for atrial fibrillation (af) with rapid ventricular response. Tachycardia therapy was exhausted. Boston scientific technical services (ts) discussed detection enhancements and programming options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.